Event description:
A surgeon reports a pt has complained of seeing dark shadows in their peripheral vision since intraocular lens implant surgery. A yag capsulotomy was performed in 2004. The pt is able to function well and there is no plan to perform a lens exchange at this time. Add'l info has been requested.